Event description:
It was reported that during a lung biopsy, the system responded with error 3. The procedure was completed with electrosurgery. There was no patient consequence. The rep confirmed the error 3 when the handpiece was plugged in.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.